Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported discrepancies between the recommended bolus amount and the total insulin displayed on the bolus delivery screen for recent boluses administered. At approximately 10:26 am, the patient confirmed a bolus of 1.3 units; however, the screen displayed a total of 1.9 units during delivery. A similar observation occurred at approximately 5:30 am, where the recommended bolus displayed was 2.85 units, while the loading screen indicated 3.1 units. Blood glucose values were not reported.